Event description:
While using a byte day aligner, patient experienced aligners digging into their gums which caused them to swell, and two days later the gums were bleeding. Patient was provided with tips for bleeding and further information was requested.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.